Event description:
A surgeon reported an unexpected postoperative outcome following intraocular lens (iol) implant surgery. Additional info was received from the surgeon, who reported the pt had monocular diplopia and the lens was repositioned.

Manufacturer narrative:
Evaluation summary: product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. No root cause could be determined. Attempts have been made to obtain additional info. A completed questionnaire was received on (B)(4) 2012. (B)(4).